Event description:
Subsequent to the initial medwatch report, the following information was received: prior to device removal, the exchange sheath was cut away at the hub to maintain access to the artery. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported clip deploying on the clip delivery tubeset was confirmed; analysis of the device revealed a displaced garage block/tube, which occurred due to the deployment technique of the operator deploying the thumb advancer aggressively or advancing against resistance, due to radial sheath constriction. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a starclose se device. Reportedly, before starting thumb advancer/exchange sheath splitting, the clip appeared to be prematurely deployed on the clip delivery tubeset. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.